Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 525cc and experienced deflation on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/24/18, it was reported to mentor that the the expiration date 1/19/2019 and manufacturing date 1/20/2015 were reported incorrectly as no DHR review has been performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/01/18, it was reported to mentor that the device history record ( DHR) of lot number 6898144 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/02/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/29/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. Gel was observed on shell surface. During evaluation, a crease lines was observed on the posterior aspect. Also, two missing materials were observed on the posterior aspect, measuring 1.3 cm x 1.1 cm and 0.7 cm x 0.4 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were discovered. Deflation complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: the complaint was confirmed since missing materials were found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time it is not possible to determine the origin of the white material. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/16/2018, it was reported to mentor that the device evaluation and investigation findings have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. Gel was observed on shell surface. During evaluation, a crease lines was observed on the posterior aspect. Also, two missing materials were observed on the posterior aspect, measuring 1.3 cm x 1.1 cm and 0.7 cm x 0.4 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were discovered. Deflation complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since missing materials were found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time it is not possible to determine the origin of the white material. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient also experienced capsular contracture. The patient had fully recovered. The patient was not hospitalized. The replacement device was mentor breast implant. Manufacturer¿s reference number: (B)(4).